Event description:
The following has been reported: customer reported: "investigating an occurrence about a pump programming error. The pump had been running dexmedetomidine 400 mcg/100ml 0.9% sodium chloride since (B)(6) 2026 at 0130. Looking to see when and what weight was originally entered. Also, would like to see the time and recorded weight when the information was changed in the pump. Not aware of any patient harm." Logs were reviewed with r&d. Config history files show that the user entered the patient's weight as 206 kg on (B)(6) 2026 t07:29:23 utc. There were other changes to the recorded weight on (B)(6) 2026; patient's weight was changed to 106 kg then alternated from 206 kg back to 106 kg by a user. No fault was found with the functionality of the pump. A review of all known information from the customer and the log review indicates that this was an overinfusion due to a user programming error, with no ae reported. A history review of the service records for this device, serial number (B)(6) prior to the notification date of this complaint record found no same / similar issues related to this complaint. No photo evidence was provided. A DHR review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions.